Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 27984) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, asthma, bipolar affective disorder, lung disease, fibromyalgia, high cholesterol, adhd, insomnia, urinary incontinence, dysfunctional uterine bleeding and anxiety disorder since (B)(6). Concomitant products included cilest (sprintec), fluoxetine hydrochloride (prozac), folic acid, gabapentin (neurontin), lamotrigine (lamictal), loratadine, pseudoephedrine sulfate (claritin-d allergy), montelukast, naproxen, propranolol, risperidone (risperdal), seretide (advair) and topiramate. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headache"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), mood swings ("mood swing"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), dysmenorrhoea ("dysmenorrhea(cramping)"), adnexa uteri pain ("both ovaries pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), dysuria ("painful urination") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, headache, dyspareunia, vaginal haemorrhage, menorrhagia, mood swings, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, adnexa uteri pain, abdominal pain upper, back pain, dysuria and endometriosis had not resolved and the genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information in date of removal - (B)(6)2013 as per pfs. Number of coils inside cavity: 4 tolerance to procedure: slight discomfort diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, mood swing, bladder problems, urinary problems, migraine, dysmenorrhea, both ovaries pain, stomach pain, back pain, painful urination,endometriosis added.reporters,events outcome,concurrent condition,concomitant medication,lot number,lab data added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 27984-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, asthma, bipolar affective disorder, lung disease, fibromyalgia, high cholesterol, adhd, insomnia, urinary incontinence, dysfunctional uterine bleeding and anxiety disorder since 2002. Concomitant products included cilest (sprintec), fluoxetine hydrochloride (prozac), folic acid, gabapentin (neurontin), lamotrigine (lamictal), loratadine, pseudoephedrine sulfate (claritin-d allergy), montelukast, naproxen, propranolol, risperidone (risperdal), seretide (advair) and topiramate. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headache"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), mood swings ("mood swing"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), dysmenorrhoea ("dysmenorrhea(cramping)"), adnexa uteri pain ("both ovaries pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), dysuria ("painful urination") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dyspareunia, vaginal haemorrhage, menorrhagia, mood swings, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, adnexa uteri pain, abdominal pain upper, back pain, dysuria and endometriosis had not resolved and the genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information in date of removal - (B)(6) 2013 as per pfs. Number of coils inside cavity: 4. Tolerance to procedure: slight discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 27984-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, asthma, bipolar affective disorder, lung disease, fibromyalgia, high cholesterol, adhd, insomnia, urinary incontinence, dysfunctional uterine bleeding and anxiety disorder since 2002. Concomitant products included cilest (sprintec), fluoxetine hydrochloride (prozac), folic acid, gabapentin (neurontin), lamotrigine (lamictal), loratadine, pseudoephedrine sulfate (claritin-d allergy), montelukast, naproxen, propranolol, risperidone (risperdal), seretide (advair) and topiramate. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headache"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), mood swings ("mood swing"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), dysmenorrhoea ("dysmenorrhea(cramping)"), adnexa uteri pain ("both ovaries pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), dysuria ("painful urination"), endometriosis ("endometriosis") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). The patient was treated with levonorgestrel (mirena), medroxyprogesterone (depo provera) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dyspareunia, vaginal haemorrhage, menorrhagia, mood swings, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, adnexa uteri pain, abdominal pain upper, back pain, dysuria and endometriosis had not resolved and the genital haemorrhage, abdominal pain, abdominal pain lower and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information in date of removal - 03 sep 2013 as per pfs. Number of coils inside cavity: 4. Tolerance to procedure: slight discomfort . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-nov-2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs and medical record- new event autoimmune disorder type of disorder: fibromyalgia and treatment medication were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headache"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramps"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, dyspareunia, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.